Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal bandages all purpose unspecified USA not applicable bahybausunsp. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported the unspecified band aid brand hydroseal all purpose bandage she has on her skin is not coming off. The consumer sought medical attention at the emergency room. Consumer reported the emergency doctor could only take tiny pieces at a time of the bandage and it still not all off. The emergency doctor had to stop removing the band-aid because it started to bleed and he could not tell what was skin and what was band-aid. The consumer saw her health care professional (hcp) and was referred to a dermatologist. The dermatologist was not able to remove it. Hcp used tweezers and forceps to try and remove band-aid. Consumer experienced redness and irritation around the band-aid. The product & apos fabric rubbing on the area hurt. The consumer¿s primary doctor is suggesting a general surgeon to remove product.